Event description:
Pt was scheduled for angioplasty to right lower extremity. A 6f sheath was placed. Upon removal of the sheath it broke. Product name: boston scientific destination, 6f, straight 45cm, product # 15-570, lot #fm12e.